Event description:
It was reported the surgeon couldn't implant the cup, because it wasn't the right size. It was further reported that the surgeon used successfully another cup, a larger size.

Manufacturer narrative:
Once the investigation has been completed and add'l info received, it will be submitted in a supplemental report.